Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument associated with this complaint and completed investigations. The instrument was found to have the teflon pad completely detached from the distal end. The missing material was not returned with the instrument. The reported complaint was confirmed through failure analysis testing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace teflon pad fell off inside of the patient. It was confirmed that the teflon pad was completely removed and no fragment remained in the patient. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragments were retrieved using non-invasive laparoscopic forceps under the guide of the endoscope. There was no additional surgical procedure performed. The surgeon was using the instrument to cut the liver when the issue occurred. The surgeon noticed the fragment and immediately stopped using the instrument. There was no instrument collision during the procedure. Upon final removal, there was no resistance through the cannula, no damage to the cannula, and no further damage to the instrument. The patient has not returned to the hospital due to post-surgical complications.